Event description:
Information received from the field does not address the patient's clinical status but notes that during a trans- telephonic monitor check, no magnet response was observed. The patient was then seen in the hospital for a pacemaker check and the device could not be interrogated and no output was observed.